Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch was observed on the right atrial (ra) lead. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.